Event description:
It was reported that the device readings shows 3% to 4% difference on sphb values by comparing its results with abg blood analysis. There is no known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review was performed and confirms this device was in the field for more than two (2) years with no reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.